Event description:
Cement hardened too rapidly. Humerus had shattered with the inspection as well as the cement pressure. Cement was removed. Numerous fracture sites. Fracture sites were bone grafted using bone putty.